Event description:
A report was received that the pt is experiencing soreness at the pocket site. The pt underwent a pocket revision during which the leads were adjusted also due to unwanted stimulation. The pt is doing well.